Manufacturer narrative:
The autopulse platform was returned to the manufacturer on 09/17/2015. Visual inspection of the returned platform was performed and found that the encoder cover was damaged. The power button was also observed to be torn and the lcd was defective. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform displaying a "cooling vent" message. A review of the autopulse platform's archive data was performed and multiple user advisory (ua) 11 (max patient temperature exceeded) messages were observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. A user advisory (ua) 11 occurs when the patient surface temperature is too hot. This is attributed to either the vents underneath the autopulse being blocked or the ambient temperature is outside of operating parameters. This can also occur if the temperature sensor cabling is defective. Functional evaluation of the returned platform was performed and the customer's reported complaint was unable to be duplicated. The autopulse was functionally tested with a mannequin for 40 minutes and no faults or errors were observed. The temperature sensor cabling was replaced as a precaution. Based on the investigation, the parts identified for replacement were the front encoder, lcd display, temperature sensor cable and power button. In summary, the customer's reported complaint was confirmed during review of the archive. The root cause of the ua 11 was unable to be determined, however it occurs when the patient surface temperature is too hot. The temperature sensor cabling was replaced as a precaution. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse.

Event description:
It was reported that during use on a cardiac arrest male patient, the autopulse platform stopped performing compressions after approximately 5 minutes and displayed a "cooling vent" error message. The device was restarted and a few compressions were performed, before the device stopped again. The device was reset and the battery was exchanged; compressions continued for one-cycle and then the device stopped again. Use of the autopulse was discontinued and manual CPR (exact length of time was not provided) was performed. No adverse patient sequelae was reported. No additional details were provided.